Manufacturer narrative:
Unable to perform the displacement. Insulin pump received with cracked or bleeding lcd glass, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was damaged in the car accident. Lip of the retainer ring had no damages. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.